Event description:
Analysis of the returned device revealed that subject guidewire distal tip was broken/fractured during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal end of the guidewire was noted to have been deformed/ irregularly shaped. The guidewire was noted to be fractured to the nitinol tube at 8cm from the distal end. A functional test was unable to be performed as the guidewire was fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported torque problem and difficulty to advance the guidewire were not replicated during analysis, however the fracture and damage noted to the guidewire is indicative of the reported events. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator used a 2m synchro2 guidewire to bring microcatheter to reach the target location and when it reached tail of internal carotid artery ica the rotation was not good, and the guidewire could not be advanced. Withdrew the guidewire and used a new synchro2 guidewire to deliver successfully to continue the procedure. No impact to the patient. Additional information received indicated that device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The device was returned, and it was found that the distal tip of the guidewire had excessive shaping which is indicative of advancing or retracting the guidewire against some point of resistance causing over shaping of the distal tip. The nitinol tubing was also noted to be fractured. It was indicated that the patient's anatomy was moderately tortuous, and this was a severely stenosis case. It is probable that the guidewire may have encountered difficulties in advancing through the severely stenosed vessel causing the damage and fracture noted to the distal end of the guidewire, the fracture to the nitinol tubing would not have permitted the torque to be transferred to the distal tip of the guidewire. An assignable cause of procedural factors will be assigned to the reported guidewire torque problem and guidewire difficult to advance and to the analyzed guidewire distal tip irregularly shaped and guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.